Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris and novasilk mesh. Later the pt experienced vaginal spotting, urine leaking, pelvic pain, urethral prolapse, mesh palpable, second degree cystocele and grade iii rectocele. A removal of the mesh, paravaginal repair of rectocele, vaginal colpopexy and cystoscopy were performed.